Manufacturer narrative:
(B)(4). D10. Screw for screw plates item# 25000085r lot# unknown. G2: foreign - event occurred in france. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, a dhs screw-plate osteosynthesis was initially planned for treatment of a right femoral neck fracture. During the procedure, while attempting to attach the plate to the previously implanted cervical screw, several attempts were made but the plate could not be properly engaged with the screw. The cervical screw was then removed and tested again on the instrument table; however, the same issue persisted, as the screw could not be inserted into the plate. Due to the insertion and subsequent removal of the cervical screw and the resulting bone damage, the surgical strategy was changed, and a hip prosthesis was implanted instead. This change also required repositioning of the patient from the supine position on the orthopedic table to the lateral decubitus position for the arthroplasty. The reported consequences were extended operative time and a change in surgical protocol. Due diligence is in process and no further information on the reported event has been provided.